Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using swiftpac coils (swiftpac), a midway 43 delivery catheter (midway 43), non-penumbra microcatheters, and a guidewire. During the procedure, the physician successfully placed two swiftpac coils. While advancing the next swiftpac coil through the microcatheter, the physician kinked the swiftpac coil pusher assembly. Subsequently, the swiftpac coil unintentionally detached partially in the microcatheter, and partially in the patient¿s vessel. Therefore, the physician removed the microcatheter from the patient. A new microcatheter and a stent retriever were advanced to attempt to remove the detached swiftpac coil. While retracting the stent retriever, the swiftpac coil fractured inside the microcatheter and the remaining part of the coil remained in the patient¿s mma. The physician then used the microcatheter to push the swiftpac coil to the desired location in the vessel. The procedure was completed using additional swiftpac coils, and the first non-penumbra microcatheter. There was no report of an adverse effect to the patient.